Event description:
It was reported that a v40 orthinox head was implanted with a hipstar stem. Ops team identified mistake and alerted rep and mgr. Surgeon was notified. Pt was returned to or. Orthinox was removed. Lfit antomic v40 was implanted.

Manufacturer narrative:
Device history and complaint review. The surgeon implanted a v40 orthinox head on the titanium hipstar stem contrary to recommended surgical technique.